Manufacturer narrative:
From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Distal embolization (re-occlusion), is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported re-occlusion was an anticipated procedural complication. Please note that the following section has been updated based on additional information provided by the penumbra clinical team on 13-oct-2017: describe event or problem. This report is associated with MFR report number: 3005168196-2017-01798.

Event description:
On 13-oct-2017, this incident was reviewed and adjudicated to be a serious adverse event which was possibly related to the ace68, other penumbra device (3maxc), angiographic procedure, and index stroke. The outcome was considered to be resolved on the same day as the start date ((B)(6)2017).

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 68 hi-flow kit (kit). It was noted that the patient presented to the hospital with an initial national institutes of health stroke scale (nihss) score of 2 and an occlusion of the distal left m1 segment of the middle cerebral artery (mca) and the left internal cerebral artery (carotid t). The patient was administered intravenous (IV) recombinant tissue plasminogen activator (rtpa). Two hours later, the patient had an increased nihss score of 18. The patient was then treated with mechanical thrombectomy. During the procedure, the physician inserted a neuron max into the patient's body, then advanced a penumbra system ace 68 reperfusion catheter (ace68) through the neuron max up to the bifurcation (m1 segment to a1 segment of the anterior communicating artery (aca)). It was noted that blood reflux was stopped in the posterior communicating artery after the ace68 was advanced in the bifurcation. A diagnostic injection in the carotid bulb revealed embolization in new territory (left a2-a3). The physician then successfully completed the first pass using the ace68 in the carotid t resulting in an opening of the carotid t. After that, the physician completed the second pass in the left m1 using the same ace68. After completing the second pass, the patient's thrombolysis in cerebral infarction (tici) score was 2b. Finally, a third pass was completed in the aca using a penumbra system 3max reperfusion catheter (3max) resulting in a tici score of 3. This adverse event of embolization in new territory was resolved by thrombectomy, and the patient was discharged on (B)(6) 2017 with a nihss score of 4 and transferred to a reference hospital. The embolization in new territory was adjudicated to be of moderate severity with a probable relationship to the angiographic procedure, uncertain relationship to the ace68 and IV rtpa, and unrelated relationship to the other penumbra devices and index stroke.